Event description:
Additional information was received 28dec2021. The sheath separated. The separated portion was removed during a surgical procedure and was sent to pathology.

Manufacturer narrative:
Additional information: b5, h6 (annex a). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 15feb2022. The flexor ansel guiding sheath's shaft separated during an interventional procedure involving a patient with a gangrenous toe. Access was obtained in the left groin and a contralateral approach was used to target the right lower extremity. The anatomy was reportedly calcified, and the patient had a femoral-popliteal graft in place. At the end of the procedure, resistance was encountered upon removing the sheath, which reportedly became caught on an unknown iliac stent. It is unknown if the dilator was reinserted prior to removal; however, an unknown wire was in the lumen at the time of separation. The separated portion of the device was removed surgically from the left groin.

Manufacturer narrative:
Summary of event: as reported, a flexor ansel guiding sheath's shaft separated during an interventional procedure involving a patient with a gangrenous toe. Access was obtained in the left groin and a contralateral approach was used to target the right lower extremity. The anatomy was reportedly calcified, and the patient had a femoral-popliteal graft in place. At the end of the procedure, resistance was encountered upon removing the sheath, which reportedly became caught on an unknown iliac stent. It is unknown if the dilator was reinserted prior to removal; however, an unknown wire was in the lumen at the time of separation. The separated portion of the device was removed surgically from the left groin. Investigation evaluation: a review of the instructions for use (IFU) and quality control procedures was conducted during the investigation. The complaint device was not returned to cook for investigation. Cook completed a review of the product device master record (dmr). Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook could not complete a review of the device history record (DHR) due to a lack of lot information from the user facility. A global shipment search for all devices the reporting customer has bought in the past three years was performed but could not definitively determine the lot number of the complaint device. Cook also reviewed the device instructions for use (IFU). It warns, ¿reinsertion of dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance is anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuing removal.¿ the information provided upon review of the dmr and IFU suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that it is possible that the patient¿s anatomy and procedural issues contributed to this incident. The anatomy was calcified, and the sheath also reportedly became caught on an existing iliac stent upon removal. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
It is unknown if the device will be returned. PMA/510(k) number = unavailable as the device lot number, rpn, and gpn are unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, an unspecified 5 french cook sheath experienced an unknown failure/malfunction, requiring the patient to undergo a surgical procedure. Additional information has been requested.

Manufacturer narrative:
It is unknown if the device will be returned. PMA/510(k) number = unavailable as the device lot number, rpn, and gpn are unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, an unspecified 5 french cook sheath experienced an unknown failure/malfunction, requiring the patient to undergo a surgical procedure. Additional information has been requested.